Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paused ilet use during a physical therapy session, reconnected later, changed infusion supplies, and experienced hyperglycemia with blood glucose rising from the low 200s to the lower 300s, with a fingerstick of 268 mg/dl; the user uses a 6 mm, 23" teflon infusion set and reported no odor of insulin or dampness at the site, and removal of the prior site showed nothing abnormal. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education with recommendations to insert a new infusion site and closely monitor glucose. Investigation included user interview, visual inspection of the removed infusion site by the user, and device use review. Investigation of this case revealed no device or component abnormality detected based on user-reported inspection, with cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.